Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962; pkcczzb0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown trauma surgery on an unknown date and suture was used. The suture broke at the time of suturing and the left suture device was used to complete the surgery. No additional could be provided. There were no adverse patient consequences reported.